Event description:
During arteriogram/thrombectomy procedure, the cat6 device was in use. The bypass went into spasm and "grabbed" the device. Unable to retrieve device and after consulting with rep, attempt was made. Device broke with partial catheter retained. Required surgical intervention to retrieve pieces. Catheter and retrieved pieces were turned over to the rep/MFR. FDA safety report ID# (B)(4).